Event description:
The customer obtained biased chol and trig results for quality control samples. The scenario is consistent with a malfunction that could have caused a falsely elevated glucose patient result to be reported. There was no report of harm as a result of this event.